Event description:
During the second pass of the biopsy needle, the needle fired, but the casing did not go over the needle. A core sample was not obtained. Another needle had to be used for further passes. No post procedure hematoma was noted.